Manufacturer narrative:
Serial # (B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother called animas on january 31 alleging that there was no power to the pump after securing the battery cap. There was no visible damage seen to the battery cap and the cap had reportedly been changed four to six months prior. However, when tightening the battery cap past the resistance point, it reportedly continued to spin. There was no reported patient impact associated with this complaint. This complaint is being reported because the user alleged there was no power to the pump and there was no visible damage to the battery cap.